Event description:
It was reported that the patient showed a high lead impedance during a normal and system mode diagnostics. No trauma or patient manipulation occurred. It was suggested to the site to turn the generator off and to send the patient for x-rays. Good faith attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Age at time of event; corrected data: this information was inadvertently left off of the initial MFR. Report. MFR. Report #1644487-2015-05605 contains duplicate information consistent with this MFR. Report. All additional relevant information will be captured in this MFR. Report number.

Event description:
It was found during a review of the programming history database that the patient was programmed off on (B)(6) 2009, the date the high impedance was first observed. It was also noted the patient was programmed back on, briefly, on (B)(6) 2009, but was programmed back off the same day. While the device was programed on, system diagnostics were run which still showed high impedance. The patient has not been programmed back on to the manufacturer's knowledge and is currently known to be programmed off.

Event description:
It was reported by the caregiver the patient's lead is bunched up in the neck. No additional information was given. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician's nurse that they cannot see anything under the skin of his neck and the patient has had no complaints. She stated they last saw the patient on (B)(6) 2015.